Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, when the 30 joule self test was performed, the device screen blanked out. The complainant indicated that there was no pt involvement in the reported malfunction.